Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the 2 unspecified bd catheter experienced flash back and had hole in the hub. The following information was provided by the initial reporter: nurse started IV and she got flash back and blood return. As she went to safety the IV the nurse said the hub had a hole in it. And blood was going everywhere.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 22g x 1.00in. Insyte autoguard bc catheter assembly with no product documentation to indicate the reference or lot number. A gross visual inspection of the returned unit found that there was dried blood residue on the catheter tubing under the nose of the adapter. The unit was leak tested where a leak was identified at the nose of the adapter. The unit was dissected and the catheter tubing microscopically inspected. A round tear was found at the end of the wedge. The reported issue was confirmed. Based on the location of the damage and the observed characteristics, it is likely that the reported issue originated in manufacturing during swaging of the unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the 2 unspecified bd catheter experienced flash back and had hole in the hub. The following information was provided by the initial reporter: nurse started IV and she got flash back and blood return. As she went to safety the IV the nurse said the hub had a hole in it. And blood was going everywhere.